Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior fusion at l4-5 and l5-s1 using rhbmp-2/acs with synthes plif spacer. Post-operatively, patient followed up with his physician. During an office visit in (B)(6) of 2011, patient was diagnosed with probable arachnoiditis. Patient continues to have daily, disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008 the patient presented with following pre-op diagnosis: lumbar foraminal stenosis with radiculopathy, degenerative disc disease l4/5, l5-s1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.